Event description:
It was reported while testing for sars cov-2 5 false positive results were obtained. Repeat tests were performed using the genexpert and the results were negative. The customer stated there was no patient impact. (B)(4). " it was reported that the customer reported positive n1 results with the bd max sars-cov-2 assay which were not reproduced with their confirmation test. All the n1 positive samples were repeated on the genexpert and gave negative results. The discrepant results had no negative impact on the patient health but did cause additional delays due to the repeat testing."

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0290232 medical device expiration date: 2021-06-04 device manufacture date: 2020-10-16. Medical device lot #: 0338470 medical device expiration date: 2021-06-25 device manufacture date: 2020-12-03. Medical device lot #: 0353962 medical device expiration date: 2021-07-09 device manufacture date: 2020-12-18. Medical device lot #: 1005841 medical device expiration date: 2021-07-16 device manufacture date: 2021-01-05. Medical device lot #: 1047527 medical device expiration date: 2021-07-30 device manufacture date: 2021-02-16. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 5 false positive results were obtained. Repeat tests were performed using the genexpert and the results were negative. The customer stated there was no patient impact. Eua #: (B)(4). " it was reported that the customer reported positive n1 results with the bd max sars-cov-2 assay which were not reproduced with their confirmation test. All the n1 positive samples were repeated on the genexpert and gave negative results. The discrepant results had no negative impact on the patient health but did cause additional delays due to the repeat testing."

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# (B)(4)) lots 0290232, 0338470, 0353962 1005841 and 1047527 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lots 0290232, 0338470, 0353962 1005841 and 1047527 were manufactured according to specifications and met performance requirements. Customer reported positive n1 results when using multiple lots of the bd sars-cov-2 reagents for bd max¿ system which were not reproduced with their confirmation test (genexpert). Customer provided several run files ((B)(6)) from instrument ct2035 for the investigation. The customer¿s udp settings were verified and the result logic parameters were set in accordance with the bd sars-cov-2 reagents instruction for use. A total of 15 positive samples for the n1 target were found in runs provided. Manual pcr curve adjudication of all the suspected false positive n1 samples revealed late and low, but true, n1 positive results. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, limit of detection can vary between different assays. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. No repeat test was found for these samples. As for the discrepancies obtained between the bd sars-cov-2 reagents kit and the verification method (genexpert, cepheid), it must be noted that this assays only detects the n2 and e gene targets and does not detect the n1 target. Therefore, with this assay, the customer cannot confirm the n1 positive results obtained with the bd sars-cov-2 reagents kit. Overall, based on the data provided, bd was unable to confirm the exact cause of the customer¿s positive results. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lots 0290232, 0338470, 0353962 1005841 and 1047527. The root cause was not identified but positives samples at or near the limit of detection (lod) of the assay or environmental or cross contamination introduced during the sample preparation at the customer¿s site are strongly suspected. No product issue is suspected. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.